Manufacturer narrative:
(B)(4). The insulin pump was received with a steady white light with lines on the display due to cracked lcd glass. Unable to perform functional testings due to steady white light display. The pump was received with broken off the belt clip rails, faded serial number label and minor scratched lcd window.

Event description:
The customer reported via phone call that, the insulin pump had blank display. The customer stated that the pump got caught on something and it broke. The blood glucose was unknown at the time of the incident. Customer advised to replace the insulin pump and will be returned for analysis.